Manufacturer narrative:
Updated based on new information.

Event description:
A patient reported she was having bladder infections off and on. The patient noted when she got rid of the infection she got it all over again all of a sudden. The patient noted it was hurting and she cannot control her bladder. The patient noted her latest bladder infection began on (B)(6). The patient noted she was on amoxicillin and it was getting better. The patient noted she always had bladder infections and the healthcare professional (hcp) said the therapy was on the last thing they could to help her. The patient noted since she was implanted she continued to have bladder infections on and off. The patient used her patient programmer and it showed her ins was on and the patient was on 3.7. The patient pressed the minus button instead the of the sync button and next time she connect she was at 2.9 v. The patient increased stimulation to 3.6 and started to fell stimulation. The patient increased to 3.9 v and planned to monitor her symptoms. The patient noted she planned to see the hcp at the end of (B)(6).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient thought they had a bladder infection. It was stated to have started 1 week ago. ¿first had one and urine was gray.¿ this was stated to have been 2.5 weeks ago, which seems to be a conflicting timeline. It was noted that the patient called their healthcare professional who told them there were no signs of infection, ¿but some blood in there but not bad.¿ the patient stated they were put on antibiotic, 800 mg for it. The patient goes to their doctor next week. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.